Manufacturer narrative:
This lead has not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture and five second pauses in pacing. The patient did not experience any symptoms. A lead revision was performed where this lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.